Event description:
It was reported that the atrial lead exhibited noise via a remote transmission. The patient was brought into the clinic and the noise could not be replicated. The lead exhibited low impedance and capture anomalies. The device was reprogrammed. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information notes the atrial lead continues to exhibit noise triggering inappropriate mode switches. The patient would continue to be monitored.